Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.updated codes in h6

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported patient was suspected infection as there was drainage and pus from the ipg site. As a result the scs ipg and extensions were explanted.